Manufacturer narrative:
This report will be amended when our investigation is complete. Received, but not yet evaluated.

Event description:
It is reported the lag screw reamer broke, leaving pieces in the patient. This affected the ability to assess the lag screw and distal screw's lengths.

Manufacturer narrative:
DHR review of lot 62420625 indicates the devices were manufactured to specifications. Inspection documentation shows all devices that were accepted, completed, and sent to inventory met specifications. No anomalies or deviations were found. The returned product meets print specifications where measured. Visually, the tip of the reamer had a piece that was broken off and not returned, along with evidence of use on the reamer head. No other damage was noted. This device is used for treatment initial product history search conducted on september 22, 2016 revealed no additional complaints against the related part and lot combination. The instrument had a potential field age of approximately 3 years with an unknown number of uses at the time of the reported incident. A definitive root cause of the reamer tip breaking postoperatively cannot be determined with the information provided.